Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The user flushed the catheter before each coil deployment. It was confirmed that the second coil did not exit the distal tip of the catheter when it became stuck. It was confirmed that the event occurred during an endovascular aneurysm repair (evar) procedure, and that the coil non-target deployment did not have a negative effect on the procedure. No product was able to be returned.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that a nester platinum embolization coil deployed in an unintended location during an internal iliac artery embolization. During attempted deployment, the coil advanced through the loading cannula with ease but began to coil within the beacon tip catheter. As a result, the coil was deployed about 2-3cm away from the target location in the desired vessel. It was noted the coil did not cause complications and will not cause complications in the future. A second coil was obtained, and coiling in the catheter occurred again. The second coil was contained within the catheter, and both the coil and catheter were removed from the patient and discarded. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The user flushed the catheter before each coil deployment. It was confirmed that the second coil did not exit the distal tip of the catheter when it became stuck. It was confirmed that the event occurred during an endovascular aneurysm repair (evar) procedure, and that the coil non-target deployment did not have a negative effect on the procedure. Reviews of the documentation, including complaint history, device history record, the instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found two relevant nonconformances that could have contributed to the reported failure mode, in which all nonconforming devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the current instructions for use [t_ce_nec_rev4] state the following: "warnings positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensure permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." Evidence gathered upon review of the dmr, IFU and DHR concluded that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that a nester platinum embolization coil deployed in an unintended location during an internal iliac artery embolization. During attempted deployment, the coil advanced through the loading cannula with ease but began to coil within the beacon tip catheter. As a result, the coil was deployed about 2-3cm away from the target location in the desired vessel. It was noted the coil did not cause complications and will not cause complications in the future. A second coil was obtained, and coiling in the catheter occurred again. The second coil was contained within the catheter, and both the coil and catheter were removed from the patient and discarded. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. This report will focus on the first coil that had the non-target deployment.

Manufacturer narrative:
E1 - customer (person): (B)(6). E3- occupation: regulatory affairs manager; qa ra manager. G4 - PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.